Event description:
Device malfunction: failure to deploy. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician using of the starclose se device attempted arteriotomy closure of the femoral artery after an unspecified procedure. Reportedly, device deployment could not be continued past step #2. It was not reported how the device was removed or how hemostasis was achieved. No adverse pt effects were reported. Though requested, no add'l info was provided.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received.